Event description:
It was reported that the pulse generator could not be interrogated. The patient was in atrial fibrillation with conduction, so pacing was not occurring on demand. The pacing rate was 88.3 ppm with a magnet applied. In 2008, the battery voltage was 2.68 v. The device was close to elective replacement indicator (eri). The patient was not pace- maker dependent. Device replacement would be scheduled.

Manufacturer narrative:
Na